Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned products identified that all three liner devices have damage to the scallops. Liner 6678498 has damage to the locking feature of the device. Liner 7665674 has circular indentations to the od of the device. Liner 7619683 has damage to the scallop. The height, diameter, and scallop diameter were checked per the prints with all measurements found within specifications. The shell was not returned for evaluation therefore further visual and dimensional analysis could not be performed. Liners & shell: review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 010000858 g7 neutral e1 liner 36mm f (B)(6). 010000864 g7 neutral e1 liner 40mm f (B)(6). 110010245 g7 osseoti 4 hole shell 54mm f (B)(6). G2: foreign: australia . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip arthroplasty, the g7 neutral poly liner would not seat properly within g7 oseoti limited hole shell. The shell had two screws insitu and surgeon tried to seat a 36 neutral poly liner using standard procedure with the straight liner impactor. The surgeon also tried utilizing the smaller impactor sizes to provide more room for the plastic locking ring to engage and it would not seat. The surgeon proceeded to attempt with two more poly liner options, including another 36mm neutral and then a 40mm neutral poly liner. Surgeon determined a fault in the shells locking ring mechanism and proceeded with dual mobility, which then seated instantly. Three liners were discarded in the process.